Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose was high. Customer was hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 600 mg/dl at time of incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with hospitalization and in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering with no alarm. Customer stated that insulin pump had insulin flow block alarm. The device will not be returned for analysis.